Event description:
It was reported that the customer was in the emergency room with high blood glucose over 600mg/dl, and the insulin pump was malfunctioning. Troubleshooting was performed. The activate and bolus wizard button were unresponsive. The caller stated that the numbers were ramping on their own and the scroll bar is not moving without input. Advised the caller that the up or down buttons may be stuck. The caller stated that the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. No moisture damage found on the keypad traces.